Event description:
A lap-band pt initially reported an alleged infection associated with a tummy tuck surgery. The infection occurred after a dog ripped open the stitches from the tummy tuck surgery. Health professional reported that the pt presented with abdominal pain. Diagnostic testing was reported as "radiology oc abdominal kub" that showed "there is a band in place and port appears to be disconnected from the lap-band." It was identified during surgery that the port was not disconnected from the band as the diagnostic testing showed. The surgeon repositioned the tubing because ot was "stuck on top of the liver" and surgeon "brought it free with blunt dissection." During the tubing revision surgery, the infection associated with the tummy tuck was noted. The lap-band system was explanted without replacement. A new lap-band system was implanted at a later time.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. Health professional reported that the device may have been discarded but was not certain. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."